Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was overfill and erroneous results. The following information was provided by the initial reporter and translated to english. The customer stated: "the citrate tubes are too full and the results are wrong on the tubes when tested capped on sysmex cs5100. With the second run, the uncapped tube results are correct. The tubes were filled to the stated volume."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258302, medical device expiration date: 2022-03-31, device manufacture date: 2020-09-14. Medical device lot #: 1074735, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill and erroneous results was not observed. The photos provided show a computer screen shot and do not show the physical tubes with the customer's failure modes. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to overfill or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (overfill and erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy . Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to overfill and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was overfill and erroneous results. The following information was provided by the initial reporter and translated to english. The customer stated: "the citrate tubes are too full and the results are wrong on the tubes when tested capped on sysmex cs5100. With the second run, the uncapped tube results are correct. The tubes were filled to the stated volume."